Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d10, h3, h6 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed without failures. The drain times were within the time specifications for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. They cycler underwent and passed a system air leak test and valve actuation test. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis cannot be determined at this time as the source and transmission are currently being investigated by the outpatient clinic. However, multiple species of candida are part of the normal flora in most people¿s skin and gastrointestinal and genitourinary tracts. The most common cause of a candida infection is by touch contamination during pd therapy yet in the absence of a cause determined by a medical provider, the source of this infection cannot be concluded. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. Upon followup, the patient¿s pd registered nurse reported this patient presented to the outpatient clinic on (B)(6) 2020 with a complaint of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2020 presented with candida glabrata and a slightly elevated white blood cell (wbc) count (exact count unknown). The patient was diagnosed with peritonitis of which the cause is being investigated by the outpatient clinic. It was believed the patient¿s peritonitis was caused by nonadherence to aseptic technique during continuous cycling peritoneal dialysis (ccpd) therapy on the liberty select cycler, but this could not be confirmed. The patient was not hospitalized for this event and initially prescribed intraperitoneal (ip) vancomycin at 2000 mg every five days for two weeks and ip ceftazidime at 1000 mg every day for two weeks. Upon the results of the peritoneal effluent fluid culture, the vancomycin and ceftazidime were discontinued, and the patient was then prescribed oral diflucan with a first dose of 200 mg, followed by 100 mg every day for 6 weeks. It was reported the patient may have their pd catheter removed due to the fungal infection, yet no procedure has been scheduled. The patient is recovering from this event and continues ccpd therapy on the same liberty select cycler at home.